Event description:
It was reported that this patient underwent a cardioversion procedure in which after the delivery of the commanded shock, the implantable cardioverter defibrillator (ICD) declared code 1004, which is indicative of a short circuit condition. A second commanded shock was attempted and the ICD declared code 1007, which is indicative of capacitor charge time has exceeded the limit. The shock impedance measurement was reported to be 13 ohms, which is low and out of range for this right ventricular (rv) lead. Next, the battery triggered elective replacement indicator (eri). Technical services (ts) was consulted and recommended the ICD and rv lead be replaced. Ts reviewed the rv lead trending and observed a previous gradual drop in shock impedance measurements that remained within normal range. Subsequently, the device was explanted and replaced. The rv lead at this time remains in service. No additional adverse patient effects were reported.